Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with an existing no n-medtronic valve and a high risk of coronary occlusion, a protective stent was placed in the left coronary artery. After the valve was released, an attempt was made to release the stent, but the stent remained blocked at the level of the flaps of the valve and did not advance further. The physician chose to release the stent in a sub-optimal position. A coronary artery occlusion occurred and the patient went into cardiac arrest. A snare was used to move the valve into the aorta which resolved the cardiac arrest. A second transcatheter bioprosthetic valve was inserted into the patient; a second stent was placed which overlapped the first stent, and then the second valve was fully deployed valve-in-valve within the non-medtronic valve. Following implant, an optimal result was reported with no aortic insufficiency and a patent left coronary artery. It was noted the width of the sinus of valsalva was 25 millimeter (mm) and the height of left main from virtual basal ring was 7 mm. No additional adverse patient effects were reported.